Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascus0018 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the y connector leaked.

Event description:
It was reported that the y connector leaked.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site is confirmed but the exact source of the damage remains unknown. One 20 ga x 1 in safestep infusion set was returned for investigation. The safety mechanism was returned activated. Both clamps were engaged on the extension tubing. A longitudinal crack was observed in the y-site luer hub in the white material. The sample was flushed with water using a 12 ml syringe and a leak was observed from the crack location. Microscopic observation of the crack revealed the fracture surface to be granular. The crack was wider at the distal end where it meets with the clear hub material. Based on the condition of the returned sample, possible contributing factors include environment factors and damage during handling . The leak emanated from the cracked connector; however, the cause of the damaged connector remains unknown. The complaint is confirmed, cause unknown. A lot history review (lhr) of ascus0018 showed no other similar product complaint(s) from this lot number.